Event description:
Healthcare professional reported capsular contracture, baker grade iii-IV and right side "fluid." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; black particles on the shell, the weight the device within specification, crease fold and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are an physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV and seroma-late.

Event description:
Healthcare professional reported capsular contracture, baker grade iii-IV and right side "fluid." Device was explanted.